Manufacturer narrative:
The insulin pump was received with intermittent up button response due to flattened button dome switch. No button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had an intermittently responsive keypad. The blood glucose reading was 128 mg/dl. The customer stated that the alarm kept recurring and that the act worked intermittently and that the up arrow button did not have a pop to it any more. He reported that he tried to fix the buttons and the insulin pump somehow programmed a bolus on its own. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.